Event description:
It was reported that the tip of driver was fractured. It is unknown if the tip remains in the screw implanted into the patient.patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Per the IFU, "prior to use, instruments should be visually inspected and function should be tested to assure instruments are functioning properly. If instruments...are cracked or have other irregularities, do not use."